Event description:
It was reported that during percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified and severely tortuous left posterior tibial artery. A non-bsc guide wire was advanced and crossed the lesion. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced and the balloon was inflated but ruptured on first inflation at approximately 10 atmospheres. The procedure was completed with 2.0mm x 220mm coyote mr balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).